Manufacturer narrative:
The device in question was sent to walkmed infusion for an investigation and for service. Upon receipt, the service technician observed the pump's door handle screw was missing. The pump (without the door handle screw) was subjected through a delivery accuracy test. The pump was programmed to deliver at a rate of 100 ml/hr for 24 minutes, with a target volume of 40ml. The pump delivered 67.1 ml, which a 68% over infusion. After the initial test, the service technician installed a door handle screw and performed the same delivery accuracy test. The pump delivered 39.6 ml, which is within walkmed infusion's 5% acceptable tolerance. Review of the manufacturing records did not reveal any nonconformities related to the reported event. The pump in question was manufactured in april 2011 and has never been received at walkmed infusion for periodic maintenance.

Event description:
The pump in question was programmed to deliver 36 cc's in 30 minutes. However, the pump delivered 36 cc's in 20 minutes.